Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead helix would not retract or extend during the implant procedure. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.